Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the ophthalmologist thinks the problem is that the injectors are worn out. She says that the patient's surgery was able to take place but she was an hour late because she had requested another pack. They finished the operation by widening the incision manually.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a lens was scratched by the injector and the end of the injector was twisted. The surgeon had to try three (3) times to prevent this problem from occurring. Additional information has been requested.